Event description:
A journal article was reviewed that contained information regarding this device and this lead. The patient received multiple inappropriate shocks since the implantation of the device. The patient experienced syncope after receiving these shocks while climbing a flight of stairs. Interrogation of the device showed that the shocks were due to oversensing of the lead. The device was not able to be reprogrammed to prevent the oversensing. She also expressed discomfort and anxiety to the point the she "demanded her device and leads be deactivated" and would not agree to lead repositioning or replacement. There were no further patient complications reported.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "supraventricular arrhythmia induction by an implantable cardioverter defibrillator in a patient with hypertrophic cardiomyopathy." Pace pacing clin. Electrophysiol. March 1;33(3):372-376.